Event description:
The ICD battery is eri. The device was implanted on (B)(6) 2019. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was explanted on (B)(6) 2022. The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. There was no indication of a material or manufacturing problem of these devices. Upon receipt, the ICD was interrogated, revealing the eos battery status, 295 charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified and the eos battery status was found to be normal and as expected. The memory content of the device was inspected. During analysis of the available iegms, noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles that partially resulted in shock delivery. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of at least 127 charging cycles were performed by the device on (B)(6) 2022. During charging cycle number 296 the device regularly activated the eos battery status. In conclusion, analysis of the ICD revealed normal battery depletion. There was no indication of a malfunction of the ICD. In the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles draining the battery. Based on the ICD analysis, the root cause of the observed noise signals was not determinable, however, possible damage to the lead cannot be excluded.